Event description:
The customer reported unit alarming vent inop/inoperable. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Vyaire medical tech was able to confirmed through events log unit alarming vent inop/inoperable., however was unable to be duplicated during testing. Pcb (printed circuit board) is functioning as intended.